Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery intermittently depleted quickly. Additionally, it was reported that the cartridge was "not infusing" and that the insulin gauge was inaccurate. Customer's blood glucose level ranged between 200-450 mg/dl. Customer reported being hospitalized due to an elevated bg level but declined to provide additional information and further troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.